Event description:
The patient began feeling decreased stimulation in 2009. The device amplitude was increased to 8.5 volts. Impedances were abnormal. The lead was fractured and replaced. The hcp reported the event as posing 'no health hazard' to the patient.